Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the product was cycled 1 time prior to arrival in our lab. There is 1 blue anchor and some sutures out of the needle and 1 blue anchor and sutures inside the needle as well. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. We can confirm that one anchor was still in the device, but not that it could not be released. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that while the surgeon was trying to implant the second implant from the device the device did not deploy the implant.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.